Event description:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing revealed power on reset parameters. Further testing revealed a no output condition. The no output and no telemetry conditions were the result of lifted hybrid bond wires. Longevity testing revealed the device had met its expected longevity. Further information received indicated the device was functioning at the time of explant. Therefore, the bond wires lifted some time after explant. The evaluation result and conclusion codes have been updated to reflect this.